Event description:
It was reported patient went to the emergency room due to hypoglycemia. Follow up with patient was successful, but he was unwilling to provide any details regarding medical event.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.